Event description:
It was reported that a flogard infusion pump alarmed for air. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review and visual inspection confirmed the air alarm. The cause of the alarm was an out of calibration air sensor. The air sensor was recalibrated. The pump passed all testing and was returned to the customer in working order.